Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient's implantable cardiac monitor triggered an alert that was not displaying egms appropriately. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of the transmission not displaying any deflection on the egm was confirmed. The session records were reviewed, and it was determined that the gain was set to the highest setting. The reported event of a flatline was confirmed, although the root cause could not be determined.

Manufacturer narrative:
Correction for h6 coding and re-evaluated analysis conclusion statement. Analysis conclusion statement is the following: the reported event of flatline electrocardiogram (egm) was confirmed. Based on the information provided, it was determined that device is still able to sense r-wave and detect episodes, but the stored/presenting rhythm egms display a flatline since (B)(6) 2025 due to an unexpected afe register value. Subsequent programming and reset events did not correct the register value, and it remains stuck at an invalid setting on this device. The root cause of the value change was unable to be determined.

Event description:
New information noted the ventricular electrogram (egm) was not being shown. No changes or intervention was reported. The patient was in stable condition.